Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to dislodgement. An active fix lead was implanted without issue.